Manufacturer narrative:
(B)(6). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk.

Event description:
It was reported that during an unknown procedure, the device had malformed and jammed clips. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.